Manufacturer narrative:
Results: the cat6 was kinked approximately 128.5 cm and 130.0 cm from the hub. The device was ovalized approximately 129.0 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed kinks and revealed ovalization on its distal shaft. If the peel away sheath included with the cat6 is not properly used while inserting the cat6 into a parent device, damages such as this may occur. During functional testing, the returned cat6 was unable to advance into a demonstration neuron max due to the damage on its distal tip. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the cat6 peel-away sheath was used to introduce the cat6 and two to three passes were completed before the cat6 was removed for flushing. During re-introduction into the sheath, the cat6 became kinked. The procedure was completed using another cat6 and the same sheath. There was no report of an adverse effect to the patient.